Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a spike in impedance and became high on the right ventricular (rv) lead. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.